Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
On (B)(6) 2016, the customer initially contacted adc regarding a product problem identified at the time to be a blank screen issue and deferred to complete troubleshooting at a later time. The customer called back on (B)(6) 2016 and during troubleshooting it was identified that the customer did not have a blank screen issue. Initial MDR 2954323-2016-02559 was submitted in error and there was no reportable malfunction reported to adc by the customer.